Manufacturer narrative:
The investigation determined that discordant tsh results were obtained from serial samples from the same patient using vitros tsh reagent with a vitros 5600 integrated system. A definitive assignable cause is unknown. However, it is likely that an interferent present in the patient samples impacted the results. The investigation determined that the patient was taking biotin. Per the vitros tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5 ug/dl. The biotin dosage for the affected patient is 10,000 mcg. Current medical literature (biotin interference on tsh and free thyroid hormone measurement, pathology, april 2012 ¿ volume 44-issue 3 ¿ pg.278-280) states that biotin can potentially interfere with some immunoassays. Therefore, it is possible that biotin in the samples was a potential interfering substance and cannot be ruled out as contributing to the event. An unexpected vitros tsh issue or analyzer malfunction cannot be ruled out as contributing factors, as no historical vitros tsh quality control results were obtained, and no vitros within-run precision test was performed. The issue is isolated to the specific patient samples in question.

Event description:
A customer obtained discordant tsh results from serial samples collected from the same patient using vitros tsh reagent with a vitros 5600 integrated system. The results obtained are as follows: vitros tsh results of 0.05, 0.03, 0.10, 0.21, 0.24 and 3.0 miu/l versus expected 2.06 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained during an internal study, and were not reported from the laboratory. There are no allegations of patient harm as a result of the event. (B)(4).